Event description:
As reported by the study, eight days percutaneous coronary intervention (pci), restenosis of the previously implanted stent was identified. This pt presented to cardiac catheterization unit with an acute anterior wall, st elevation myocardial infarction that was the main indication for intervention and killip class I. A 3 - vessel disease was also found and a staged procedure was planned for cardiovascular safety. Cardiac enzymes were not documented. Intra-procedure medications included aspirin, clopidogrel and unfractioned heparin. Pci was performed on a 100% occluded lesion in the proximal left anterior descending artery (lad) of 30mm in length in a 3.0mm vessel diameter with moderate tortuosity of the proximal segment. The (b2) concentric lesion was characterized with an irregular contour, moderate calcification and thrombus was present. Thrombus aspiration was not done. The lesion was pre-dilated with a 2.5x15mm balloon at 8 atmospheres (atm) before a 3.0x33mm cypher select stent was deployed at 12 atm with satisfactory results. There was no post-dilation. There were no procedural complications. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) 0 flow was recorded pre but timi iii flow was restored post-procedure. Intra-vascular ultrasound (ivus) was not used. Post-procedure cardiac enzymes were not documented. The pt was not discharged. Eight days following the procedure, the second part of staged procedure was done. Angiography revealed 99% stenosis in the previously treated proximal lad lesion. There was no restenosis pattern. There is no indication that it was treated. However, lesions in the proximal and mid right coronary artery were treated. The residual diameter stenosis measured 0%. Add'l details were not provided. The pt was discharged on the same day, and post-procedure medications included permanent aspirin, clopidogrel for 12 months, statins, ace inhibitors and beta-blockers.

Manufacturer narrative:
Telephone follow-up was made with the pt 32 days later. The pt's anginal status was reported as asymptomatic. All medications remained the same except that beta-blockers were not taken for unspecified reasons. No adverse events were reported. At the six-month follow-up interval, the pt reported angina pectoris. All medications remained the same except statins were discontinued for unspecified reasons. No adverse events were reported. Please note that this device, is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval.